Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported being hospitalized due to low blood glucose levels at the time of the call. Blood glucose level at the time of hospitalization was not provided. Blood glucose level was 165 mg/dl at the time of the call. No further information was provided.